Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that device had a "critical error" during infusion. There was patient involvement however patient harm is unknown. Bd learned additional information. It was reported that a patient, who was on mechanical ventilation, was receiving critical infusions when a channel error occurred requiring the channel to be turned off. The user had to quickly get a new channel to restart critical infusion. Although requested, the customer "unknown" when asked for the information on patient outcome. Additionally, the customer declined to return the devices for investigation.